Manufacturer narrative:
(B)(4).

Event description:
It was reported that before device replacement due to normal battery depletion, nine episodes of noise on ventricular channel was observed. The physician didn't perform the replacement of the device to evaluate the necessity to add a new rv lead. Further follow up revealed that the lead was capped and replaced on (B)(6) 2016. The patient's condition was well.